Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI information in d4 could not be provided as hamilton medical ag has not received the serial number of the device involved in this case.

Event description:
The following was reported to hamilton medical ag: during preoperational check, the eicu doctor wanted to use the device to transport the patient, but the flow sensor test of the device did not pass. The other accessories were intact and immediately reported to the equipment department. After repeated verification, the engineer found that the flow sensor of the device had a false alarm phenomenon no patient involvement.

Manufacturer narrative:
It was reported that the calibration of the flow sensor failed during the preoperational check. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective (worn out) flow sensor. After replacing the flow sensor, the device was released back into use.